Manufacturer narrative:
Date of event: estimated date. The UDI number is not known as the part number was not provided. The initial reporter is not known as the guide wire was returned to abbott with no reported details and no further information is available from the account. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
A command 18 guide wire was returned to abbott with a non-abbott introducer sheath. Returned device analysis identified the guide wire was separated, scratched and kinked. Follow up with the account was attempted, but no additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned guide wire; however, as there were no actual device issues reported, a core separation was identified. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product were not performed since the part and lot numbers were not reported. Possible factors that may contribute to guide wire breaks/separations can be affected by numerous factors including, but not limited to, manufacturing, guide wire damage, guide wire re-insertions, handing/manipulation, tensile or torsional loads beyond its design limits, entanglement with other devices or anatomical conditions. Based on the limited information provided by the account, the investigation was unable to determine a conclusive cause for the noted core separation and subsequent noted guide wire damages. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.